Event description:
Following a percutaneous transluminal coronary angioplasty stent procedure where the pt was anticoagulated with ticlid, an angio-seal device was placed in a pt's left groin. Hemostasis was not achieved with the device, and a pressure bandage and sandbag were used to control the bleeding. The pt reported severe pain, and remained hospitalized for four days. Following her discharge home she developed numbness in her leg. She returned to her physician and underwent examination, where her pulses were found to only be detectable by doppler. The pt underwent a percutaneous transluminal angioplasty of the left groin, where according to the pt, fibrinous material was identified. Flow was restored. As of 5/11/98 there has been no further report of complication or pt sequelae made to the MFR.